Event description:
A voluntary MDR/medwatch report was received on 01/26/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, the customer reported experiencing accuracy issues with her cgm. This file pertains to a single event (this report with seizure) that occurred on or around 12/01/2025 ¿I received an alert on my dexcom cgm indicating that my blood sugar was trending low. I had just arrived home from work, changed my clothes, and sat down to eat hot soup. According to my mother, who was present, I went into a seizure and spilled the hot soup onto my head, face, and neck. The seizure lasted under two minutes.¿ no cgm values, blood glucose fingerstick readings, or treatment details were provided for this event. The customer also described ongoing perceived inaccuracies ¿I have been experiencing ongoing inconsistencies with my glucose readings and previously had a seizure associated with blood sugar levels in the 40s and 50s. When I check my blood sugar manually, the readings are often 20-60 points different from my dexcom values. During this recent emergency, my mother did not perform a manual blood glucose check. I have been evaluated by neurology and cleared of any neurological conditions. All of my doctors believe the issue is related to inaccurate cgm readings and low blood sugar, rather than a neurological cause. I have also had episodes where my dexcom showed very high readings while fingerstick tests showed the opposite.¿ due to these reported discrepancies, the customer began checking her blood sugar with a glucometer 6-8 times per day, resulting in increased use of test strips. She reported using a tandem mobi in a modified closed-loop configuration. At the time of the report, no additional patient information was available. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 20-60 points off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure voluntary MDR/medwatch report number: mw5181458. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related record: (B)(4).